Event description:
It was reported by the customer's mother (B)(4), that the customer has had high blood glucose levels of 600mg/dl. Customer was unable to troubleshoot for high blood glucose at the time of the call. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).